Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with two infusions set cannulas were kinked. The events occurred within 3 hours of insertion. The insertion site was back of arm and upper buttocks. The event occurred 3 weeks ago and 1 weeks ago. The patient reported current high blood glucose level of 250-320 mg/dl value. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1883638 - MDR 3003442380-2024-07294 - device 2 of 2. E1: patient country: united states.